Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 consumer reporting that the 2nd gen pen needles are not working, stated that the pen depresses to a certain point then stops.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550 consumer reporting that the 2nd gen pen needles are not working, stated that the pen depresses to a certain point then stops.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550. Consumer reporting that the 2nd gen pen needles are not working, stated that the pen depresses to a certain point then stops.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.